Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7 f mynx ace vascular closure device, the balloon burst on inflation. There was no patient injury and the device will be returned for analysis.

Manufacturer narrative:
Concomitant devices were as follows: 18 ga angiographic needle (merit medical), 6 fr pinnacle sheath (terumo), 5 fr fl 3.5 expo diagnostic catheter (boston scientific), 3mm angiographic j-tip guidewire (medtronic), 5 fr. Expo lima catheter (boston scientific), 5 fr impulse lcb catheter (boston scientific), 5 fr impulse rcb catheter (boston scientific), 6 fr runway fr 4 guide (boston scientific), runthrough wire (terumo), 2.5 x 12 mm apex monorail semi-compliant balloon (boston scientific), 3.5 x 12 mm promus elite stent (boston scientific), 3.75 x 8 mm nc quantum apex balloon (boston scientific), mynx ace vascular closure device (cardinal health). Hemostasis was achieved by manual compression for an unspecified duration. The patient¿s hospitalization was not extended, and the status was recovered. The mynx vcd was used in diagnostic coronary and interventional coronary procedure. The user was mynx certified. The patient¿s height was 65 inches, 153 pounds, aged 94 and medical history included hypertension. Angiomax was given to the patient during the procedure and a full-dose of plavix. A 6f pinnacle terumo sheath was used in the procedure. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The device was prepped according to IFU instructions. The balloon lost pressure during patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. Additional procedural details were requested but are not available. Additional information is pending and will be submitted with 30 days upon receipt.

Manufacturer narrative:
During use of a 6-7 f mynx ace vascular closure device, the balloon burst on inflation. Hemostasis was achieved by manual compression for an unspecified duration. The patient¿s hospitalization was not extended, and the status was recovered. There was no patient injury. The mynx ace vcd was used in a diagnostic and interventional coronary procedure. The user was mynx certified. The patient¿s height was 65 inches, 153 pounds, and age 94 with a medical history including hypertension. Angiomax was given to the patient during the procedure and a full-dose of plavix. A 6f competitor sheath was used in the procedure. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The device was prepped according to IFU instructions. The balloon lost pressure during patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. Additional procedural details were requested but are not available. A non-sterile mynx ace vascular closure device 5f/6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the all the buttons were in manufactured positions. The procedural sheath was covering the balloon bond. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 4.5 mm from the balloon proximal neck. A product history record (phr) review of lot f1825503 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿mynx ace balloon loss of pressure¿ was confirmed through analysis of the returned device due to the tear found in the balloon. The exact cause of the tear found could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, access site characteristics (although not provided) and/or procedural/handling factors may have contributed to the balloon loss of pressure experienced. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a stent or vascular graft). According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynx ace have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During use of a 6-7f mynx ace vascular closure device, the balloon burst on inflation. Multiple attempts to obtain additional information were made without success. A non-sterile mynx ace vascular closure device 5f/6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the all the buttons were in manufactured positions. The procedural sheath was covering the balloon bond. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 4.5 mm from the balloon proximal neck. A device history record (DHR) review of lot f1825503 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿mynx ace balloon loss of pressure¿ was confirmed through analysis of the returned device due to the tear found in the balloon. The exact cause of the tear found could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, access site characteristics (although not provided) and/or procedural/handling factors may have contributed to the balloon loss of pressure experienced. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a stent or vascular graft). According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynx ace have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.